Manufacturer narrative:
Medical device problem code 2017 - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a starclose se after a peripheral arterial occlusive disease procedure using an 8f sheath. Reportedly, there was resistance splitting the sheath yet the sheath was split with the thumb advancer clicked in place. The trigger button was pressed, and the clip deployed on the exchange sheath. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the plunger and clip deployed on the sheath could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the starclose instructions for use (IFU), closure procedure section, states: do not advance the thumb advancer against excessive resistance. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. A conclusive cause for the reported difficulties cannot be determined as the device (clip applier) was not returned for analysis. Factors that can contribute to mechanical jam with the plunger and clip deployed on the sheath may include, but are not limited to, inadequate nick and spread, user presses the firing button (#4) prior to full advancement of the thumb advancer, user pulls back on device during clip deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.